Manufacturer narrative:
A covidien investigation found the returned top membrane was found to be defective. (B)(4).

Event description:
Covidien received information stating that the alarm silence/reset button on the ht70 ventilator was non functional. There was no patient involvement reported.